Event description:
The customer reported that during the ivtm therapy, the thermogard xp ivtm system (sn tgxp11942) was not holding core temperature. Another thermogard system was used to treat the patient. Also, the customer mentioned that the start-up kit (suk) (lot #unknown) pinwheel was not rotating during the reported event. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn tgxp11942) was not holding core temperature was not confirmed during the functional testing and the event log review. No device malfunction was observed during the testing, and the thermogard system functioned as intended. Upon service evaluation at the customer site, the customer mentioned that the start-up kit (suk) pinwheel was not rotating during the reported event. The potential root cause could be a possible crimp or occlusion in the suk tubing, and this could result in the reported complaint of "not holding core temperature." Unrelated to the reported complaint, a broken pump lid at the hinge was noted upon visual inspection. The likely root cause of the observed physical damage was wear and tear or user mishandling. The pump lid was replaced to address the observed physical damage. The event log review indicated no errors, not confirming the reported complaint. The thermogard system passed the functional testing without errors, not confirming the reported complaint. Following service, the thermogard system passed the final functional and electrical safety tests without issues.